Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The large suturecut needle driver instrument was found to have a broken grip cable at the distal end. The root cause of the broken distal instrument grip cable is attributed to a component failure. Failure analysis could not confirm that any fragments were missing from the grip cable. No components were found to be missing from the distal end of the instrument. No metal shavings were returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A log review was conducted, which resulted in the following findings: the logs showed the customer last used the large suturecut needle driver instrument part# 471296-07 lot# n10210429-0042 on (B)(6) 2021 with system (B)(4). The instrument had 2 lives remaining. This last usage of the device per the log review matched the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the large suturecut needle driver instrument cable broke and 2 small pieces of the cable fell onto the small bowel. At this time it is unknown what caused the breakage to occur. While there was no report of any patient harm, adverse outcome or injury, if the reported failure mode were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the customer used the large suturecut needle driver instrument multiple times. The last time the instrument was engaged, the surgeon was unable to take control of the suture cut needle driver. Reportedly, one of the pulley cables snapped and 2 small pieces of the cable fell onto the small bowel. The surgeon removed the instrument from the patient and retrieved the broken pieces using a laparoscopic grasper. The surgical field was visually inspected for other pieces, and the surgeon did not find any other broken fragments. The surgeon irrigated the surgical field to clean out the area. The procedure was continued by using a back-up instrument, and was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) performed follow-up attempts to request additional information related to the event. As of the date of this report, no further details have been received.